Event description:
The hosp biomedical engineer reported that when the dual drive console (ddc) was unplugged to move the pt that the compressor shut off. This was confirmed again after they swapped the pt to another ddc.